Manufacturer narrative:
Power supply.

Event description:
The customer reported the ventilator shut down right away after being powered on. There was no patient harm. The manufacturer's service technician verified the customer reported problem and replaced the power supply as a result of the finding. The service technician found that back-up battery was depleted, but the customer declined replacement of the battery. The service technician performance verification testing was completed and tests passed per operating specifications.